Event description:
It was reported the atrial lead dislodged during removal of the temporary lead from the patient's groin. The patient was taken back to the procedure room and a lead revision was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).